Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra pacemaker implantation procedure. Reportedly, after deploying the first prostyle, resistance was met while inserting a .035 guidewire and it could not be inserted through the guidewire port. The first device was removed and a new one was attempted to be inserted; however, the sheath would not advance over the guidewire. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f, and the micra implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty advancing the guidewire through the guide wire port could not be confirmed as a guide wire patency test was performed using the returned non- abbott guidewire with no resistance noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the returned device analysis, a conclusive cause could not be determined. Factors that contribute to difficulty advancing the guide wire into the device may include, but not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra pacemaker implantation procedure. Reportedly, after deploying the first prostyle, resistance was met while inserting a .035 guidewire and it could not be inserted through the guidewire port. The first device was removed and a new one was attempted to be inserted; however, the sheath would not advance over the guidewire. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f, and the micra implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: an additional device was returned with bl(B)(6) (previously filed under 2024168-2024-08507-00) was created to capture the additional device. Follow up with the account was conducted. It was reported that there was an issue closing the foot/ lever; however, it was still able to be removed from the patient anatomy without causing any vessel damage and was successfully used to achieve hemostasis. No additional information was provided.